Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. A supply change was performed. Reportedly, customer continued using pump for insulin therapy.